Manufacturer narrative:
The product was not returned for analysis as it was surgically abandoned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead underwent a surgery for a pacemaker replacement. Prior to patient discharge, this lead exhibited noisy signals, the device was subsequently reprogrammed, and the patient remained under observation. Furthermore, oversensing of noise leading to pacing inhibition was observed. A lead revision was performed, and an insulation issue was observed. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.